Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Correction- the summary report designation is incorrect; the report is not a summary report. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
The patient was undergoing a liver embolization using a femoral approach to treat liver cancer. The coons wire was inserted once through the 6fr sheath. A 5fr cook catheter was then placed over the coons. It was at this point that the wire began to unravel. The physician had to remove the catheter and wire together as a unit in order to safely remove the wire. The wire remained intact and was completely removed from the patient. A new like device was opened and used to successfully complete the procedure. It was reported that there were no kinks noted in the wire, both before and after the procedure. The patient did not have any calcifications or occlusions. No adverse effects or hospitalizations were experienced by the patient due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Correction: d2a, d2b investigation ¿ evaluation: (B)(6) hospital, in the united states, informed cook of an incident involving a coons interventional wire guide, rpn: thsf-35-145-coons from an unknown lot. On (B)(6) 2021, it was reported that the wire stretched/unraveled when removing from the catheter, and the physician had to remove both catheter and wire to prevent complete detachment of the wire. Further communication with the user facility clarified that the wire was not kinked before inserted or after removed. The patient did not have any calcifications or occlusions. The patient reportedly experienced no adverse effects due to this occurrence. A review of the documentation including the instructions for use (IFU) and quality control procedures of the product was conducted during the investigation. The complaint device was not returned for evaluation; therefore, no dimensional, visual, or functional verifications could be completed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device's design history files (dhf) were reviewed, and the risks associated with these devices are acceptable when weighed against the benefits. A review of the device history record (DHR) could not be completed due to lack of lot information from the facility. As adequate inspection activities have been established, it was concluded that there is no evidence that nonconforming product exists in house or in field. There is no evidence to indicate the device was manufactured out of specification cook also reviewed product labeling. The product IFU, t_fcwg_rev1 ¿fixed cire wire guides,¿ provides the following information to the user related to the reported failure mode: instructions for use ¿2. Carefully remove wire guide from the holder. 3. If needed, insert a wire guide insertion tool (provided) through the valve assembly or hub of the guiding sheath or the interventional device. Insert the tip of the wire guide through the insertion tool. 4. Standard wire guide techniques may now be employed.¿ based on the information provided, no returned product and the results of our investigation, it was concluded a component failure unrelated to manufacturing or design deficiencies contributed to the reported failure mode. The appropriate personnel have been notified. Per the risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Device product code: dqx, not dxq. Occupation: lead tech. PMA/510(k) #: preamendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an unknown patient required a coons interventional wire guide for a chemo embolization procedure. While trying to remove the wire through a competitor catheter, the wire unraveled. The physician removed both the catheter and the wire together. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.